Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. A physician attempted to implant a taxus express2 2.50x24.0mm drug eluting stent in an unspecified location. At some point during the procedure, a shaft fracture occurred. No further information is available at this time. Follow-up information has been requested from the reporting facility.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.